Manufacturer narrative:
Correction: d4 - serial number was previously reported as (B)(6). The field should have been left blank, as the serial number is unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for routine implant of the right atrial lead. During the procedure the lead was connected to the can and persistent noise was noted. The procedure was successfully completed with a replacement lead. The patient was stable throughout the procedure.